Manufacturer narrative:
Additional information in section b. Investigation result: one 2000e sample was received without packaging for investigation. No connecting product was provided to aid the investigation. The customer reported they were "unable to exhaust" the smartsite. The returned sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; no flow restriction or occlusion was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23125062 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Additional information: after about a day of use and the first placement, the stool after dialysis was abnormal. The main abnormality is that air bubbles keep appearing during kidney dialysis. There is air leakage on the back side after pulling out the product. The abnormal product has been sent back to the taipei company to qa.

Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim: unable to exhaust. After about a day of use and the first placement, the stool after dialysis was abnormal. The main abnormality is that air bubbles keep appearing during kidney dialysis. There is air leakage on the back side after pulling out the product.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.